Event description:
The user facility reported difficult mobility in sheath when performing medtronic corevalve procedure. Follow up communication with the user facility confirmed the following: solopath recollapsible 1925 was used in a subclavian cut down access; sheath inserted and inflated fine; corevalve was delivered through the sheath; valve was too high in the ascending aorta, the md tried to retrieve the corevalve back into the solopath sheath; subclavian recapture was difficult due to the angle; the md was informed that the solopath is only indicated for transfemoral use; the md was unable to recapture the corevalve back into solopath; it was decided to deploy the corevalve in the aortic arch and part way into the subclavian; and the patient is scheduled to have an open heart surgery to retrieve the misplaced corevalve and repair aortic valve.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report 3004672932-2014-00020. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Product specific trending for the past 3 years shows there have been no similar reports. The actual device is not available for evaluation and the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. For this reason, evaluation code was used in the conclusions. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 3004672932-2014-00020.

Manufacturer narrative:
This report is being submitted as follow-up # 2 for mfg. Report 3004672932-2014-00020 to provide information revealed upon completion of the manufacturer's evaluation as well as to correct the e-mail address. The involved device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information. The solopath device is only indicated for transfemoral use and is not recommended for subclavian application. Subclavian access may create adverse conditions in regards to severe angulation which could compromise the sheath column strength causing it to buckle during a retrieval attempt. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states: "the solopath® re-collapsible access system is intended to be inserted percutaneously into the femoral artery, over a guidewire and once expanded, to provide a guide for catheters and/or devices introduced into the femoral artery' and "a thorough understanding of the technical principles, clinical applications and risks associated with vascular access is required before attempting to use this device." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 3004672932-2014-00020 to provide information revealed upon completion of the manufacturer's evaluation as well as to correct the e-mail address.

Manufacturer narrative:
The actual device has not been returned for evaluation and the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned.